Manufacturer narrative:
The insulin pump alarmed and lost sensor alarm due to faulty remote frequency board. The insulin pump received with normal operating currents. No unexpected weak battery or low battery alarm noted. The insulin pump received with cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer initially called in to report that the transmitter was not communicating with the insulin pump and he was receiving lost sensor alerts. During troubleshooting, the customer found a failed selftest alarm in the alarm history. Blood glucose value is unknown. Customer stated the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed before the alarm. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. The customer also reported that the insulin pump turned off without and alarm pump did not alarm him before turning off. The customer did not change the battery after receiving a low battery alert and when she woke up in the morning, the insulin pump was giving a countdown. The insulin pump would be replaced and returned for analysis.